Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2010; inratio: 7.5 inr; reference: 2.4 inr; mean: 4.95; confidence limits: 2.8-7.2. Date: (B)(6) 2010; inratio: 1.4 inr; reference: 2.4 inr; mean: 1.90; confidence limits: 1.3-2.7. A 7.5 inr is utilized for the purpose of comparison test. Both tests are performed within 10 min lapse between two readings. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values of test 1 fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Inratio precision data provided by end-user: date: (B)(6) 2010; 1st inr = 7.5; 2nd inr = 1.4; mean = 4.45; sd = 4.31; %cv = 96.93. Since 96.93% cv is more than 20%, the test failed the criteria for precision. Additional investigation is required.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: >7.5, 1.4 (retest); lab: 2.4. Pt's fingerstick result in inr >7.5. Pt contested result and upon repeat 2-5 mins later had inr = 1.4. A venous draw was ordered 10 mins later and lab result was inr = 2.4.